Event description:
On (B)(6) 2008, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography scan revealed the device (pxt281218/05852713) had migrated distally approximately 3 cm from its original infrarenal position. No aneurysm growth or endoleak was reported. The physician attributed the migration to aortic remodeling. No intervention procedure has been planned as of yet. The physician will continue to monitor the patient.

Manufacturer narrative:
Patient medications include losartan, atenolol, aspirin, and atorvastatin. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration.